Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted: investigation flow: damage. Visual inspection: the driving cap/threaded (part #: 03.010.523, lot #: 5l91262) was received at us cq. Upon visual inspection, it was noticed that the threaded distal tip is broken off at the most proximal end. The broken threaded distal tip piece was struck in the radiolucent insertion handle. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part #: 03.010.523, lot #: 5l91262) as the threaded distal tip was broken off at the most proximal thread part. While no definitive root cause could be determined, it is possible the device encountered unintended forces when it was used. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Also, based on the investigation findings pie-1565883 has been launched to address the identified issue on driving cap devices. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.523. Lot: 5l91262 . Manufacturing site: bettlach. Release to warehouse date: nov. 12, 2019. A manufacturing record evaluation was performed for the finished lot number 5l91262, and no non-conformances /manufacturing irregularities related to the malfunction were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the femoral recon nail (frn) impactor handle threaded tip broke inside of the insertion handle during an open reduction and internal fixation (orif) of the right femur. The impactor was wrench tight and was hit with 3 soft tap with a mallet and broke. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant devices: radiolucent insertion handle frn (part# 03.033.001, lot# 5l11912, quantity# 1), unknown impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).